Event description:
The patient fell off his tractor on (B)(6) 2020 and landed on the left side of his head. After the event, the user wasn't hearing clearly with his device. The user got re-implanted on (B)(6) 2020. This report refers to 9710014-2020-00073. For further information please refer to this report.